Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 133.6090. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. - charge unit or replace main speaker/power supply processor board. A review of the device history record showed the device had a manufacture date of 26jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 133.6090. Technical support: 1. Charge 8015. Low battery charge can cause this error. 2. Replace the main speaker. 3. Replace power supply processor board. 4. Return the unit to the factory. Recommended charge battery first. If charging battery does not resolve the problem, freddie will replace main speaker. A review of the device history record showed the device had a manufacture date of 26jul2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: 1. Charge 8015. Low battery charge can cause this error. 2. Replace the main speaker. 3. Replace power supply processor board. 4. Return the unit to the factory. Recommended charge battery first. If charging battery does not resolve the problem, freddie will replace main speaker. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. There was no patient involvement.